Event description:
A home patient contacted baxter's technical service center regarding the observation of fluid leaking from the bottom of the door of the homechoice machine prior to the automated peritoneal dialysis therapy. Per initial report, the home patient had received a "reload set 171" alarm so home patient "started over" and at that point noted fluid leaking form under the door of the homechoice machine. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.